Manufacturer narrative:
Continuation of d10: product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 28-may-2028, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 28-may-2028, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the leads migrated or dislodged. No symptoms reported. They confirmed there were no stimulation issues associated with this. The issue was reported to be ongoing.  No further information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the patient noticed a change in therapy in (B)(6) 2025. The patient had an x-ray that determined lead migration. The lead migration was confirmed on (B)(6) 2025. External factors leading to the event were unknown. The patient was reprogrammed the stimulator and the patient is now getting good relief again.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they had leads put in twice and the leads did not want to work. Patient said they have never seen their medtronic person to change the settings. The patient was redirected to their healthcare provider to further address the issue. Agent emailed the field for visibility. Pt stated they had reached out to their mdt representative but they no longer worked for mdt. A different rep emailed back and reported they would call the patient.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2025. Product type: lead. Product ID: 977a260. Serial# (B)(6). Implanted: (B)(6) 2025. Product type: lead. Product ID: 977a260. Serial# (B)(6). Implanted: (B)(6) 2024. Explanted: (B)(6) 2025. Product type: lead. Product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2024. Explanted: (B)(6) 2025. Product type: lead. Product ID 977a260. Serial# (B)(6) implanted: (B)(6) 2025. Explanted: product type lead product ID 977a260. Serial# va2yvt5012 implanted: (B)(6) 2025. Product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6). Implanted: (B)(6) 2024. Explanted: (B)(6) 2025. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.